Event description:
It was reported that during an unspecified surgical procedure, it was observed that the electric pen drive kept running when trigger was released. The electric pen drive device was in use with an attachment device. There were no delays in the surgical procedure as spare devices were available for use to complete the surgery successfully. The reporter stated that any device attached to the electric pen drive would continue to run even when the trigger was released; ruling that the malfunction was with the electric pen drive device. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.